Manufacturer narrative:
On 29 dec 2015, the medical affairs director performed a clinical evaluation and commented as follows: secondary resurfacing of patella due to dislocation. During second surgery some adjustments to soft tissues have been made, according to report. Root cause for reoperation was patella dislocation; no reason for dislocation can be determined but it is most likely unrelated to implanted devices. Batch review performed on 04 january 2016: lot 144601: (B)(4) items manufactured and released on 29 september 2014. Expiration date: 2019-08-31. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Patient presented to surgeon suffering patella dislocation laterally. Surgeon decided to investigate operatively after obtaining x-rays. Patella was resurfaced with a size 3 resurfacing patella. Patient received a lateral patella release and release of posterior capsule. Sphere insert was also exchange with size 4 left 10mm insert as originally implanted.

Manufacturer narrative:
On 03 march 2016 it was prepared a final report with the information already submitted in the initial report. On 09 march 2016 the report was sent to the initial reporter and the case was closed.